Event description:
Boston scientific crm received information that this lead had dislodged, resulting in non-capture at maximum outputs. The lead was explanted and replaced with a new one. The date of implant was not made available to us.